Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, a thermal probe two error message generated on the console unit. It was noted that fluid was leaking out of the cervix. Follow up information reported that two fluid loss alarm error messages generated on the console unit during the case. The rate per minute of fluid loss was 7 ml/minute and 4 ml/minute. The first fluid loss alarm occurred approximately 5 minutes into the ablation phase. The physician applied a tenaculum at the 6 o'clock position in an attempt to maintain a cervical seal. The patient had a patulous cervix and a septum in the uterus. Additional follow up information from the physician confirmed that a cervical leak occurred. The physician also reported that the patient sustained two total burns. The first burn was contiguous from the posterior cervix to the vagina and was observed at the completion of the hta procedure. The second burn was observed during the physician's follow up appointment with the patient. The second burn was located on the perineum. Both burns were first degree in severity. The first burn, contiguous to the posterior cervix and vagina, was approximately 1 cm. The second burn to the perineum was approximately 3 mm. Silvadene cream was applied to both burns. As of a follow up appointment with the physician, the patient is still experiencing mild external discomfort. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.